Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, lot/serial #: unknown h3) the manufacturer representative went to the site to test the imaging system. They replaced the handswitch and performed a system checkout.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an early termination. The system experienced an early termination error. There was an unknown error message when they were going to perform the first spin, but that message did not let them spin. They closed out the error popup to initiate the spin. They completed the spin first, and then the early termination message appeared. There was a delay of about 5 minutes. No reported impact on the patient.

Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to test the imaging system. The hand switch was replaced and the system performed as intended. Codes: b01, c07, d02 h2) please see section a1-4 for patient demographics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.